Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 482 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal; however, troubleshooting ended at this point as the customer indicated he wanted to change the infusion set and would not call back.